Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had chest pain. The patient stated it was not a good time to talk because she was in the hospital on (B)(6) and she was not sure if it was because stimulation, but she was seen for chest pain and pain in her arm and back. The patient stated when she would increase amplitude it would cause her foot to tingle. The patient noted on (B)(6) she was just feeling achy and had no complaint with stimulation. It was unknown if there were any environmental, external, or patient factors that led to or contributed to the issue. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.